Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: ccu displayed a green screen on both monitors during a case and we had to turn the ccu off and turn it back on delaying the case about 30 seconds. [Update - same device used to complete procedure. Full loss of image for 45 seconds to 1 minute. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The issue could be related to the spy mode being activated by mistake, the camera head, a faulty cable, or a loose connection. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.